Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left superficial femoral artery (sfa). A 6.0 x60, 135cm charger¿ balloon catheter was advanced for dilatation; however, upon the third inflation at 12 atmospheres, the balloon ruptured and blood was noticed inside the inflator upon applying the negative pressure. The device was removed and the procedure was successfully completed with a different device. No patient complications were reported.